Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the stimulation was causing the patient¿s left trapezius muscle to contract depending on their head position. This was not an issue with the original device but with the revision they changed the lead position for better coverage of the shoulder and neck. They had it reprogrammed but it was still happening. The patient wondered if this was the reason for the burning. No further patient complications were reported as a result of this event.